Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding a lower glucose sensor scan value while using the adc device as a result, on (B)(6) 2022, a sensor scan of 53 mg/dl was obtained and the customer experienced a "turn of the head, vommiting, and lost consciousness. After an unspecified amount of time, a blood glucose test of hi (greater than 600 mg/dl) was obtained on the built-in meter, and the customer was self-treated with insulin. No third-party treatment was provided. No further information was provided. There was no report of death or permanent injury associated with this event.